Event description:
New information received notes the patient was brought into clinic and the device bluetooth was successfully paired. There were no patient consequences.

Manufacturer narrative:
The reported event of spontaneous unpairing was confirmed. Based on the information available, the patient application became unpaired with the gallant device due to a patient app identity record expiration. The expiration should be set for 10 years, but was set to expire after 2 years, resulting in the unpairing and unsuccessful connection attempts. Once the application became unpaired, unsuccessful pairing attempts resulted in the device entering ble lockout, per device design. The device was interrogated to clear ble lockout and the patient application was repaired with the device to resolve the issue.

Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported that the patient exhibited difficulty in pairing their implantable cardioverter defibrillator (ICD) to the merlin app. Upon further investigation, it was found that the ICD exhibited loss of bluetooth telemetry functionality. No changes were reported. There were no patient consequences.